Event description:
It was reported that the procedure was to treat an in-stent restenosis (non-abbott stent) in the right coronary artery. The voyager was placed for pre-dilatation, but during inflation, the balloon would not hold pressure. When negative pressure was applied blood was seen coming back into the inflation device. The device was removed without issue. The procedure was completed by stenting the restenosis. There were no pt effects. It was further noted that negative pressure was applied in the pt prior to inflation and no blood was seen coming back. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion characteristics, pt disease state, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It was noted that when negative pressure was first applied to the catheter while it was in the pt, prior to attempted inflation, no back flow of blood was observed, further suggesting that a balloon rupture occurred upon inflation. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. An interaction with the previously implanted stent and/or the restenosis may have contributed to the reported difficulty. Ultimately, return of the voyager may have aided the evaluation in determining a definitive case. To ensure this type of occurrence is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.